Event description:
Physician preparing to perform laparoscopic lysis of adhesions. The physician picked up the davol maryland dissector, and the plastic piece used to tighten the instrument, fell into 3 pieces when lightly turned by him. The instrument was not used on the patient as incident happened on the surgical field, but not in the patient.